Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft kink occurred.   The 90% stenosed, 12mm x 4.5mm, eccentric and de novo target lesion was located in the moderately tortuous and moderately calcified left main (lm) artery. Following a non-bsc guide wire, a 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use to predilate the target lesion. However, upon advancing the device, it was noticed that the balloon shaft kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. There was a complete hypotube fracture 74.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was a kink in the hypotube 28cm from the strain relief. There was a kink in the hypotube and the hypotube was fractured; no other damage or irregularities were noted. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).